Manufacturer narrative:
The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The service engineer reported that the customer replaced the power switch overlay to resolve the reported issue. The ventilator is returned to service with no reported issues.

Event description:
It was reported to philips that the device displayed a check vent alarm led failed when powering on the unit. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The caller stated that error was in the significant event logs. The rse advised per service manual, it is suspected the power switch overlay needs replacement. The rse provided the part information to the customer to order the replacement part.